Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an apollo catheter leaked in the proximal section. The patient was undergoing surgery for treatment of an intracranial arteriovenous malformation. The accessed vessel was the femoral artery with a diameter of 5.5 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that when using the microcatheter for radiography, it was found that the contrast agent could not be injected. After repeated attempts to no avail, this microcatheter was withdrawn. Water leakage was found in the catheter body in vitro. The surgeon thought it was a product quality problem and requested to return it for identification. It was reported there was a catheter leak observed in the proximal section during use. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).the catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information was received that the operator did not observe any contrast extravasate outside the catheter into the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the apollo micro catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no damages were found with the apollo catheter hub. The apollo catheter body was found ruptured at ~22.5cm from the catheter distal tip. The apollo catheter detachable tip was found intact. No damages were found with the apollo catheter distal tip. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report was confirmed as the returned apollo micro catheter was found ruptured. The characteristics of the catheter rupture are consistent with over-pressurization. Catheter rupture can occur during contrast injection when the distal portion of the catheter is kinked, prolapsed, or occluded, the wrong type of syringe to use with saline/contrast, or the use of a power injector. However, the cause of the catheter rupture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.